Event description:
On october 02, 2024 it was initially reported to gynesonics that a perimenopausal patient treated with the sonata system on (B)(6) 2024, for extensive adenomyosis with what might have also been an adenomyoma (cannot be reliably diagnosed via imaging and requires histopathology). The posterior adenomyoma and the surrounding adenomyosis was treated with three ablations of approximately 4 cm each. After that, the patient also underwent complete endometrial resection, opening some subendometrial adenomyotic cysts of 1-cm diameter via u/s. The operation went well, 90 minutes in duration, and a foley was placed for intrauterine hemostasis as per their standard procedure after endometrial resection. The patient left the hospital after 2 nights (routine in switzerland) and had no symptoms at all at that point. She returned on pod#5 ((B)(6)) with a fever of 39.3° c. The cbc was normal and the patient had no abdominal pains or other symptoms whatsoever. Blood cultures were + for e. Coli, and the pt was started on abx. Throughout, she has remained without any elevated wbc or symptoms, just daily single morning fevers around 38.3º-38.4º. Lfts were 2x normal, but without significant variation and there are no preoperative lfts for comparison. Doctors personal opinion is that the clinical picture was caused by necrosis, and she does not feel her patient has an infection, with the bacteremia a consequence of the endometrium resection and use of the foley for 12 hours.

Manufacturer narrative:
There was no report of device malfunction during the procedure an the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.